Manufacturer narrative:
The device availability date was incorrectly documented. The date returned to manufacturer was corrected from aug 18, 2016 to sep 2, 2016. The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device passed all operational specifications. The reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device reached its maximum temperature and triggered an e6 error code on the console device. According to the reporter, the heat was coming from the blue portion of the drill. There was a two minute delay in the surgical procedure to obtain a spare device. It was reported that the heat from the device did not come in contact with the patient. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.